Manufacturer narrative:
The pathologist's report found a central linear well-healed scar with no discrete lesions or firm masses in the serially sectioned skin sample in the vicinity of the absorbable staple material. The subcutaneous tissue in the vicinity of the chronic gut suture presented with extensive foreign body giant cell reaction, organizing fat necrosis, and dermal fibrosis. There is no evidence that the absorbable staple material caused or contributed to the wound complication.

Event description:
Pt presented 107 days post c-section with complaint of tender subcutaneous nodules at the incision site. Another provider removed the scar and subcutaneous nodules at incision under general anesthesia. Dr subsequently inquired to company regarding implication of absorbable materials.